Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were bent, creating an insecure connection with the monitor. The root cause for the bent connector was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.